Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was undertaken wherein the physician elected to implant a new lead because the original lead was reportedly stuck and the physician did not want to risk injury by removing the lead. Therefore, the lead was left intact in the patient and a new lead was successfully implanted. Therapy was restored following the procedure.